Manufacturer narrative:
Although the patient was confirmed to have experienced events consistent with a potential percutaneous lead issue, the specific root cause of the events could not be confirmed because the entire percutaneous lead (lead) was not returned for evaluation. The lvad was returned with the lead cut less than 1" from the pump housing and the severed portion of the lead was not returned. X-rays submitted to manufacturer showed a potential area of wear approximately 4-5" from the lvad housing. Electrical continuity testing of the returned portion of the lead did not reveal any discontinuities or shorts. Visual inspection of the wires found them to be unremarkable. The lead was submerged in a saline bath for high potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. Examination of the lvad blood-contacting surfaces found no adhered depositions or thrombus formations. Visual inspection of the lvad bearings and bearing cups found no anomalies related to wear or damage. The lvad was reassembled with a test lead and operated on a mock circulatory loop and functioned as intended. The location of the suspected lead issue could not be confirmed. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump exchange due to a suspected internal driveline fracture. The patient was asymptomatic and there were no alarms reported.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.